Event description:
It was reported that the patient presented with chest pain. X-ray revealed rv lead perforation. Lead was explanted and replaced when repositioning was unsuccessful. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.